Event description:
Customer reports the fluoro monitor failed during a patient procedure. Staff brought a portable fluoro c-arm into the room and connected the monitors to complete the procedure. No reported injury. No other patient details are known.

Manufacturer narrative:
Customer reported monitor failed during a procedure, and determined cause was due to a bad dual monitor power cable. Customer ordered part, and, per mallinckrodt product monitoring's follow up call, customer received the cable, installed it and the issue was resolved. Facility biomed completed repair.